Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from (B)(6). The report indicated that there was "transient thrombus of the lvad and that the pt experienced a suck down event." The thrombus was reported as being resolved with anticoagulation medication.

Manufacturer narrative:
The pt remains on lvad support and no further issues have been reported. The user facility report ((B)(4)) was received from (B)(6). No additional information is available at this time. A supplemental report wil be submitted when the MFR's investigation is completed.